Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was fluctuating resulting in the pump shutting down. It was also reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 545 mg/dl. Reportedly the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy. A replacement pump was sent to customer to resolve the issue.